Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited high impedance and decreased p-wave. Electrocardiography noted that the lead failed to capture. The atrial lead was programmed off. Patient was stable.